Event description:
It was reported that during un-packaging of the 3.5 x 15 mm nc trek balloon catheter, resistance was noted during removal of the protective sheath. After the sheath was removed, it was observed that the balloon was elongated, and the device was not used. A new 3.5 x 15 mm nc trek balloon catheter was un-packaged; however, resistance was again noted during removal of the protective sheath. The sheath was able to be removed and there was no damage noted. This balloon catheter was used without issue, and the procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional nc trek referenced is being filed under a separate medwatch report.